Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG's non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated a broken j704 connector on the distribution node pca. The root cause for the broken j704 could not be positively identified. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that an electrode belt had non-functional ecgs.